Manufacturer narrative:
The device data and fault memory were readout. The circuit board was tested for damage or contamination. The circuit board showed no contamination that would cause the customer's issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. Medwatch field occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated there was an issue with the display of coaguchek xs meter serial number (B)(4). The reporter stated she measured a value of 1.0 inr on the meter on (B)(6) 2020. The reporter stated she is able to interpret the value as 1.0 inr, but there was a segment missing in the middle of the "1" and a segment missing in the middle of the "0". The reporter stated that when she views a value of 1.2 inr on the meter, there is a segment missing in the middle of the "1", but no segment missing in the "2". The reporter stated that there were no missing segments in the "888" seen on the full display. There were no segments missing in the countdown timer and no missing segments when viewing the code chip number on the display.